Event description:
During a ptca treatment procedure involving a 75% stenotic lesion in middle portion of a tortuous lad artery, the quantum monorail balloon was suspected to have ruptured at 15 atm's on the second inflation. The patient was asymptomatic during this event. It is noted that the lesion had been pre-dilated. The quantum monorail balloon was discarded by the facility. A getz brothers neo's soft guidewire (size unknown) and a 6f mach 1 guide catheter were also used in this case, but the sizes and types of introducer sheath and inflation device used are unknown. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No additional information is available.